Event description:
The clinic reported that a laser vision correction patient presented with light sensitivity (photophobia) in both eyes approximately one month after a laser vision treatment. The patient's symptoms have improved with medication however are not 100% resolved.

Manufacturer narrative:
Other serious (important medical events). Device available for evaluation: yes. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
PMA/510(k) #PMA/501(k) # k060372. Placeholder.